Event description:
Pt presents from ed with defective foley catheter. Tubing appears to be glued shut and unable to drain urine. Drainage bag replaces with new bag, 100cc urine immediately drained from pt. Defective bag marked and given to charge rn.